Event description:
When this lens was being prepared for surgery, a particulate was seen on the optics of the lens. Another lens was used for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.